Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and septic shock. The cause of the peritonitis was unknown. The cause of the septic shock was not reported. It was not reported if the patient was hospitalized for the peritonitis event; however, it was reported the patient was hospitalized for septic shock secondary to peritonitis (four days prior to receipt of this report). The patient was treated intravenously with unspecified antibiotics for the peritonitis event. Treatment for the septic shock was not reported. At the time of this report the patient remained hospitalized, was recovering from this peritonitis event and the pd catheter was removed. The outcome of the septic shock event was not reported. It was unknown what type of pd solutions the patient was using at the time of the peritonitis diagnosis. No additional information is available.